Event description:
Per the clinic, the patient experienced an abrupt intolerance to using the processor resulting in the decision to discontinue use of the device. The implanted device remains and clinical evaluation of the patient is ongoing.

Manufacturer narrative:
(B)(4). Implanted device remains.